Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received occlusion alarms. No issues were observed with the infusion set cannula upon removal. Customer was hospitalized for elevated blood glucose (574 mg/dl), diabetic ketoacidosis considered dangerous by healthcare provider, and seizures. Customer was treated with intravenous insulin drip. Customer was discharged (B)(6) 2019 with the issue resolved. Customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem to follow up with the customer; however, the customer did not respond.